Event description:
Same case as: 2134265-2008-00886. It was reported that post a coronary drug eluting stenting treatment procedure, a stent fracture, and in-stent restenosis was identified. The 50% stenosed ostial lesion being treated was located in the proximal right coronary artery (rca). The lesion was predilated with a 2.0x20mm ranger balloon and a 2.5x15mm nc ranger balloon. A 4.00x10mm and 3.75x15mm cutting balloons were also used. A 4.0x15mm nir royal stent was deployed in the ostial right coronary artery (rca). There was no residual tear, dissection, or distal embolization and a timi iii flow. Four years post the deployment of the nir royal stent, the ostial rca was found to be 90% restenosed and the nir royal stent was found fractured between the most proximal end and mid portion of the stent. The lesion was predilated with a 3.0x15mm maverick balloon. A 3.5x18mm taxus express drug eluting stent was deployed over the previously deployed nir royal stent. The stent was post dilated with a 4.0x15 quantum balloon. Successful reduction of stenosis from 90% to 0% with timi iii flow and no evidence of dissection, distal embolization or abrupt vessel cut off. Medication: angiomax, asa, and plavix. Three years post the deployment of the taxus stent, the patient presented with a st elevated myocardial infarction. An intra-aortic balloon pump was placed prior to the procedure. The proximal rca was 100% stenosed. The previously placed taxus stent was found to be fractured and in-stent thrombosis was identified in the ostial proximal rca. Inflations were made with a 1.5x15mm, 2.5x20mm, and 3.0x20mm maverick balloons. A 3.5x23mm non-bsc bare metal stent was deployed, spanning the fractured taxus stent, and post dilated with a 4.0x12mm maverick balloon. The procedure was successfully completed with 0% residual stenosis and timi iii flow. Medication: aspirin, heparin, dopamine, plavix, ca channel blocker, and statin. Patient status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.